Event description:
A caller reported a malfunction on their pump, indicated by code malf 9, though no significant events had occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided necessary instructions, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller understood the advice to reach out if any future issues arise.